Event description:
Patient ws scheduled on outpatient basis for "placement of hickman catheter." Prior to catheter and port placement, port and portion (approx 10.5 cm) of catheter (of same type to be placed) were explanted. Patient reports that distal end of catheter had broken off, had florated into her heart and was removed three days prior (3/22/94) at the hospital catheterization laboratory. Patient was not in distress.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.